Manufacturer narrative:
The patient exam did not include all of the required anatomy for navigation. In the scan, the head is cut off from bridge of nose on down. Exam not to navigation protocol. No software malfunction.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that while in an axiem shunt placement procedure, after they registered the patient and proceeded to the navigate task, the stealthstation s7 system unexpectedly exited. It was noted that the power cycled the system 4 times and the issue persisted. The scan was 130 slices with only one plan and that there was a 6 up view on the plan screen. This was changed to a 4 up view and proceeded to the navigate task. The surgery continued and was completed with the use of the stealthstation s7 system, without issue. There was no impact on the patient outcome.